Event description:
The device was used during a tubal ligation procedure. Reportedly, the instrument punctured a fallopian tube. The procedure was converted to an open procedure to control the bleeding.